Event description:
Fluidsense has determined that there is potential for the injection y-sites, supplied by a specific manufacturer, israeli held, elcam plastic, bar-am, merom hagalil 13860 israel, distributed in the u.s. By medical network associates, 801 north brand boulevard, suite 690, glendale, ca 91203 which are incorporated into the company's es-05, es-06, es-07, and es-08 series administration sets, to fail during it's intended use in which the inner injection "core" of the y-site may separate from it's plastic housing and become dislodged. This MDR is filed on behalf of a total of 16 identical failures that are documented as customer complaints internally.